Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that post a stent implantation procedure, a stent occlusion occurred. A 10x60 covered rx biliary endoprosthesis wallstent was implanted in the distal common bile duct without complications. Approximately three years later the patient presented with jaundice and a stent occlusion was discovered. The covered biliary wallstent was removed with a snare and a balloon sweep extraction of stones was performed. No further complications occurred. The patient's conditioned resolved with the stent removal and balloon sweep.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.